Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, it was considered that this phenomenon was attributed to the communication failure between the video processor and the camera head due to the buckling of the cable by the user¿s handling. Olympus stated the appropriate handling of otv-s7proh-fd and the counter measures against abnormalities in the instruction manual of otv-s7proh-fd.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated and the interference stripes were displayed on the endoscopic image due to the failure of the cable near the camera head. In addition, oekg also found that there were traces of corrosion on the surface of the ccd unit.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the ¿camera dropout¿ (the endoscopic image was not displayed). The image failure was slowly starting and becoming more and more serious.there was no report of patient injury associated with the event.